Manufacturer narrative:
A ge service representative performed an on site investigation. No functional issue could be identified. However, explained to the customer how to tighten the arm. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 systems articulating arm (c-arm) is drifting. There was no report of patient injury.